Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, for unspecified reason. The iol was explanted and exchanged for an unknown lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).